Event description:
The user reported that since activation the sound with the device has been very low with almost no perception. Audiograms have been received and review by clinical support indicated that the user is not within indication criteria.

Manufacturer narrative:
According to the information received from the field the recipient fell out of audiological criteria range of bonebridge after implantation for undetermined reasons. No information on possible further steps has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that since activation the sound with the device has been very low with almost no perception.